Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs # 1225714-2014-00569 and 1225714-2014-00570.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2014-00569 and 1225714-2014-00570. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received indicated that the event and the patient's expiration occurred within twenty-four hours of the patient having received dialysis. It was alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.